Event description:
Patient was being turned for a diaper change and gastrojejunostomy (gj) was noted to be sitting about 1 inch out of abdomen. Patient required a kub and surgical replacement of gj tube. Balloon ruptured.